Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden spike in pace impedance trends to high out-of-range pace impedance measurements greater than 2,500 ohms. The physician was concerned about potential lead fracture. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden spike in pace impedance trends to high out-of-range pace impedance measurements greater than 2,500 ohms. The physician was concerned about potential lead fracture. This lead remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead fracture was confirmed via chest x-rays and located down in the pocket. The implantable cardioverter defibrillator (ICD) was programmed off at this time, and the plan is to revise this rv lead at device changeout. This rv lead remains implanted. No additional adverse patient effects were reported.